Event description:
The user facility reported that the washer was leaking onto nearby flooring. No injuries were reported to patients or hospital staff.

Manufacturer narrative:
A steris service technician inspected the washer and found the piston in the valve body assembly had broke causing water to leak from the washer's main pump line and onto nearby flooring. The technician replaced the piston and the unit was returned to service. No further issues have been reported with the equipment. The washer is under steris maintenance contract and was last serviced on (B)(4) 2011 when no issues were noted with the unit or the piston assembly.